Manufacturer narrative:
Records indicate this lead remains in service without further complication. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that one day post implant, this implantable defibrillation lead exhibited a decrease in impedance measurements. Additionally, intermittent loss of capture was noted at high outputs. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.